Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections conclusion summary: on (B)(6) 2018, it was reported that the device was cutting with uneven depth. The customer returned an air dermatome device, serial number (B)(4). For evaluation. The customer also returned the 1/2/3/4 inch width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the device failed to operate and the damaged head, control bar, swivel, calibration shaft, damaged 3 inch width plate and standard repair parts were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet australia on (B)(6) 2018 revealed that the head had visible nicks on the depth bar. The depth bar had side play and all of the width plates were worn. Prior to repair, the device operated below motor speed specifications and was outside side to side calibration specifications. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6) 2018 which included replacement of the motor, machine head, bearing pack, o-ring, seal, reciprocating arm, hinge throttle gasket, width plate screws and 1/2/3/4 inch width plates. Air dermatome, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the depth bar had side play. Prior to repair, it was noted that the device was outside side to side calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the depth bar had side play. Prior to repair, it was noted that the device was outside side to side calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome was cutting with uneven depth. The issue occurred during surgery. Subsequently this caused no patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. No adverse events were reported as a part of this malfunction.